Manufacturer narrative:
This follow up report is being drafted to include the device history record(DHR) review and the following sections ,h4, h6 and h10. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Since the device was manufactured four years and six months ago, the probable cause of image display failure is due to deterioration of the cm board and repeated usage overtime. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation, the unit failed inspection for no image with the 190 copes due to faulty cm board that required replacement. Minor dented and scratches were also discovered on the unit. The unit passed all functioning test after general cleaning and one part retest. Furthermore, all signals and the color of reproduction are normal. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported the evis extera iii xenon video system center is unable to display images with the 190 scope. There was no patient involvement, no harm or user injury reported due to the event.